Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the treating doctor considered the event was life threatening and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of erythroplakia (red patches that appear as smooth, velvety, granular looking mucosa) and shortness of breath. The patient reported visiting the ER due to the reported symptoms. The patient reported being prescribed benadryl (antihistamine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently asymptomatic. The treating doctor considered the event was serious and life threatening to the patient.